Event description:
Inbound. Patient reports no disposable pump won't run alarm with cadd legacy pump serial number (B)(4), cassette is veletri prefilled cassette 100 milliliter with flow stop, number 5 delivered on (B)(6) 2022, cassette reservoir volume at tlme of alarm 58.9 ml. No further details provided.